Event description:
Event description guidant received information that just after the implant procedure this ventricular lead had an impedance measurement of 2150 ohms in bipolar configuration and over 2000 ohms in unipolar. The threshold measurement was 1 @ 0.5 and r waves were 6 mv.through the psa the impedance measurement was below 800 ohms. There was no noise on the lead. The field clinical representative was inquiring as to what normal impedance measurements are for this lead.